Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. It was noted that the patient has been undergoing radiation therapy. No additional information was reported.